Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During a routine fluoroscopy, it was discovered that the right ventricular lead exhibited externalized conductors. All electrical measurements were stable and the physician elected to continue to monitor the lead through the new pulse generator. No intervention was performed on the lead. The patient was reported to be in stable condition.